Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test conducted on (B)(6) 2014 and result was reported as bilateral occlusion. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), migraine ("migraines"), headache ("headache"), fatigue ("fatigue") and confusional state ("confusion") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, weight increased, migraine, headache, fatigue and confusional state had resolved and the genital haemorrhage, hypersensitivity and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, confusional state, fatigue, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Discrapancy noted for date(s) of removal: (B)(6) 2015. Date(s) of insertion: (B)(6) 2014. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Added event abdominal pain, hypersensitivity, nickel allergy, weight gain, migraine, headache, fatigue, confusion. Updated outcome of event pain, other. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.